Event description:
It was reported that after an uneventful da vinci-assisted mitral valve repair procedure, the patient developed compartment syndrome in an unspecified location and later expired. Per the reporter, the procedure was completed safely, with no intraoperative complications. Attempts to obtain additional information have been made but have not been successful.

Manufacturer narrative:
Review of the system logs for the reported procedure date found no related system errors occurred that would have likely caused or contributed to the reported event. A review of the 5 procedures performed on the system subsequent to the reported event also found no related errors. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, atrial retractor short right, large suturecut needle driver, debakey forceps. A site history review shows no complaints were filed against any of the instruments. A device history record (DHR) review was performed for the device(s) involved with this reported event: no non-conformances were identified to be related to this complaint. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following a mitral valve repair. A compartment syndrome was reported but how, where or when this developed was not provided. How the patient died was also not provided. No allegation has been made regarding any intuitive surgical products. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b5: additional information it was reported that the hospital site accident investigation committee determined the "death was caused by failure of extracorporeal circulation due to failure of de-hemorrhagic pump control...the patient was found to have nasal hemorrhage and carotid artery hemorrhage on the head side of the neck." The hospital [staff] only measured the cardiopulmonary record at points, and did not perform continuous measurement, which delayed the detection of the intraoperative abnormality...[staff] "did not instantly detect and respond to the patient's intraoperative abnormality"..."the recording device revealed that the abnormality had occurred even before the dv roll-in" [da vinci robot was not in the or room yet / was before docking]. The extracorporeal circulation was in use later during the robotic procedure. It was concluded that "the fatal accident was caused by a failure to respond to the emergency situation. As a future measure, the hospital site plans to continuously monitor the cardiopulmonary bypass." Section h11: the mitral valve procedure requires placement of a cardiopulmonary bypass (cpb) circuit to be used during the da vinci-assisted procedure. The cpb system and accessories are not intuitive surgical devices. No information was available regarding the positioning / insertion sites of the cpb cannulae. There was no allegation of any issues with the da vinci system, instruments or accessories.